Manufacturer narrative:
It was reported that on (B)(6) 2024, "rn was wiping pill cutter between medications and sliced her finger when wiping inside of the pill cutter". Due to this, sutures we required. It was reported that they were "unaware that pill cutters had blades". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Rn was wiping pill cutter between medications and sliced her finger when wiping inside of the pill cutter".